Event description:
It was reported that the customer's insulin pump alarmed motor error during the rewind process. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test. An error alarm noted in the alarm history and the device was received with motor error alarm stuck in the bolus delivery loop as a result of a motor encoder signal being out of phase. The insulin pump was received with scratched display window.